Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site:3003442380.

Event description:
It was reported that patient experiencing a bent cannula event on (B)(6) 2026 which disrupted insulin delivery and resulted in hyperglycemia. The elevated blood glucose was successfully managed by the patient through correction bolus via pump.